Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured from december 19, 2019 - december 20, 2019. H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed to the video which observed ruptured bladder. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined; however the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.